Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a transient ischemic attack. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The ablation with the catheter was successfully completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on eliquis and aspirin. Four (4) days post procedure, the patient presented to the emergency room experiencing a transient ischemic attack (tia). The patient was placed on a heparin drip, and a transesophageal echocardiogram (tee) was performed. The tee imaging showed that there was a potential thrombus on the face of the closure device. The patient's tia symptoms resolved and the physician plans to keep the patient in the hospital on a heparin drip and to transition the patient to pradaxa. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Event description:
It was reported that the patient experienced a transient ischemic attack. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. The ablation with the catheter was successfully completed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on eliquis and aspirin. Four (4) days post procedure, the patient presented to the emergency room experiencing a transient ischemic attack (tia). The patient was placed on a heparin drip, and a transesophageal echocardiogram (tee) was performed. The tee imaging showed that there was a potential thrombus on the face of the closure device. The patient's tia symptoms resolved and the physician plans to keep the patient in the hospital on a heparin drip and to transition the patient to pradaxa. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.